Event description:
The customer reported a leak at the probe of the coulter lh 750 hematology analyzer. The instrument was giving probe obstructed errors when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to fix the leak. Per a conversation with the field service engineer (fse), the customer spoke with the engineer and told him that the sample tubing had popped off the blood sampling valve (bsv). The customer stated that they reattached the tubing and the instrument ran without any leaks or errors. (B)(4).